Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer continued using pump for insulin therapy. Customer's blood glucose ranged from 150-200 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.